Manufacturer narrative:
No information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. During a call for MRI compatibility, the hcp reported that they could not communicate with the patient's ins to turn stim off before scanning. They encountered the 'device not responding message' and 'device not found'. The patient was not sure when the issue started, as their daughter is the one who 'deals with it'. On the caller, the handset and communicator were powered off and back on, but the issue was not resolved. There were no patient complications reported as a result of this event.